Event description:
It was reported that when the unit was turned on they rec'd a green cable error code. The green cable was checked and it was noticed it had exposed wires and the sheath was coming apart. There was no pt consequence reported. The cable was taped up and used to complete the case.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint analysis site replaced the green cable, the e-clip was replaced due to it was damaged during disassembly. The device history has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.